Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 12.7. The criteria is <55 pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and retain strips (strip lot number: d150825-1). The control solution tests for level low are 68/66 mg/dl,for level high are 276/268 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Returned strips test (strip lot number:d150825-1). The control solution tests for level low were 67/66 mg/dl, for level high were 283/285 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
Our importer, (B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 2:00pm. Patient's rehab specialist called in stating that patient's blood glucose was low. Paramedics were called 1 hour after testing with the (B)(4) meter. The reading on the (B)(4) meter at the time of the event was unknown. Paramedics were called 1 hour after testing with the (B)(4) meter. Paramedics arrived approximately 7 minutes after being called. Patient's normal blood glucose reading around the time of the event is 175mg/dl. Rehab specialist stated that paramedics tested patient's glucose with the paramedic's meter and it was 20mg/dl lower than the (B)(4) meter. Paramedics transported patient to ER. Upon arrival rehab specialist stated that patient's glucose level was 20mg/dl lower than the (B)(4) meter. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.